Event description:
It was reported that customer experienced suspected delivery problems when insulin in cartridge reached about 25 units, which led to high overnight blood glucose and concern about whether basal and bolus insulin were being delivered, as well as early supply changes causing insulin and supply waste. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow-up with technical support, and no additional information was received regarding outcome or corrective actions.